Manufacturer narrative:
This is the same event as 3010536692-2016-00181. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on film it appears visually that the stem and neck fractured into multiple pieces. Additionally, upon removal of said implants it still appears as though they fractured into multiple pieces.